Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.